Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. Per failure analysis (fa): the instrument was found to have the plastic proximal clevis broken, with the piece approximately 0.178 inches x 0.192 inches missing because of breakage. This failure is typically associated with mishandling/misuse, such an excess force applied to the distal end of the instrument. The instrument was also found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted umbilical hernia repair surgical procedure, the distal end of the permanent cautery hook instrument broke off and fell inside the patient's anatomy. There was a procedure delay of an unknown length of time. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury.